Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of 53 mg/dl and the current blood glucose was 102 mg/dl. Customer treated low blood glucose with some fruit snacks and glucose tablets and customer declined troubleshooting for the low blood glucose. The customer also reported that, he cannot find sensor signal. The device will not be returned for analysis.